Event description:
Customer received a reading of 470mg/dl with the freestyle at 12:30am. They administered three units of humalog. At 12:54am they received a reading of 61mg/dl with the freestyle. They ingested grapes. Between 1:00am and 2:15am, they lost consciousness and a reading of 31mg/dl was received. Customer is employed as an emergency room tech and was at the hosp at the time of the event. Dextrose was administered. A reading was taken with an unknown brand of meter with a result of 110mg/dl at 2:15am by the hosp staff. At 2:38am a comparison reading was taken with the freestyle meter with a result of 113mg/dl.